Event description:
A malfunction alarm, identified with the code "malf 6," was reported with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The customer was advised to monitor the pump and report any future issues.